Manufacturer narrative:
On 6-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment and hemostatic valve separation occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small fell off when the dilator was removed from the sheath. The caller replaced the sheath and the case continued without patient consequences. Additional information was received indicating the hemostatic valve and the piece that attaches it to the sheath broke/separated. It seems like there was just two pieces of the hemostatic valve. The hemostatic valve/brim cap/hub became detached from the sheath. They do not believe that air entered the patient¿s body. This issue did not require percutaneous or surgical removal. There was no hemostatic valve after it dislodge the physician had to put his finger on the end of the sheath to stop bleeding. The physician exchanged the sheath out without any complications. The approximate volume of blood that was lost was about 10ml. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment and hemostatic valve separation occurred. Information was received indicating the hemostatic valve and the piece that attaches it to the sheath broke/separated. It seems like there was just two pieces of the hemostatic valve. The hemostatic valve/brim cap/hub became detached from the sheath. On 6-may-2022, additional information was received indicating the customer could not be sure to if the problem was with the hub/brim cap or the hemostatic valve. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed on 5-may-2022. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied there were no air leaks or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal action related to the reported complaint were identified. The customer reported event could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).